Event description:
The customer stated that the screen fell off the insulin pump after being dropped. Customer stated that there is a crack on the upper right hand side of the pump. Customer stated that the battery part is chipped as well as the reservoir compartment. Customer stated that the pump was also exposed to moisture and there was fluid under the lcd display. Customer's blood glucose was over 200 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a cracked case on display window corners, a missing lcd window, a broken reservoir tube lip, a cracked belt clip slot, broken battery tube threads, and a missing end cap sticker. No moisture damage on the motor assembly or electronic assembly were noted during the visual inspection.